Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) gave one burst of anti-tachycardia pacing (atp) and multiple shocks as inappropriate therapy due to a suspected supraventricular tachycardia (svt). Technical services (ts) advised the calling health care professional (hcp) about the device programmed settings and reviewed the device programming. No additional adverse patient effects were reported.